Event description:
It was reported that the patient experienced syncope seven days after this right ventricular (rv) lead was implanted. The lead also exhibited failure to capture and high capture threshold. Reportedly, the lead impedance was observed within normal values and there was no noise detected. Subsequently, the lead was explanted. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that the patient experienced syncope seven days after this right ventricular (rv) lead was implanted. The lead also exhibited failure to capture and high capture threshold. Reportedly, the lead impedance was observed within normal values and there was no noise detected. Subsequently, the lead was explanted. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.